Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the pt was programmed with adaptivestim 1-2 weeks ago and pt is not triggering mobility. Upright and mobile have different settings. Tss reviewed lowering mobility rate so system is more sensitive to pt's movement. Pt called in regarding information as already documented in this case. Pt said that the device was still acting up. Pt said that they were at hcp's office yesterday with a rep who had to call ts to get help with the device. Pt said that their adaptivestim was still "jacked up" as the reclining and lying down positions were lost. Pt said that they were forced to turn adaptivestim off again, so they had to manually adjust their therapy settings. Pt said that the ins would change power settings on its own for each position and that they only had upright and mobile positions. Pt said that they reset the controller in attempt to resolve the issue. Pt said that the rep had issues yesterday with the device. Pt said that they had been having issues with the ins going on for about six months now or maybe longer. Pt said that the ins quit helping their back in like (B)(6). Pt said that adaptivestim was also taken off at one point for troubleshooting purposes with the rep.  Pt said that yesterday the rep came in and said that the settings were all messed up. Pt said that the rep said that they had to start all over with the settings. Pt said that yesterday the ins didn't want to identify them as being mobile. Pt said that they had two upright positions and lying down at that point. Pt said that they went all last month without adaptivestim working and they have had enough and they wanted adaptivestim working properly. Pt did say that they loved their ins and that they were only seeing hcp every six months since the device had been working. Pt noted that hcp was about two hours away from them. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that they reset the adaptive stimulation and all is working fine.